Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during a thyroid surgery, an act for which the anesthetist does not have access to the patient's head, the patient desaturated (sat o2 at 70%, pet co2>60mmhg) and the anesthetist cannot ventilate it. Intervention interrupted. Surgical fields removed to access the upper airways. The probe [emg tube] is in place but a double plication (fold) is noticed, that subsequently resulted in the probe [emg tube] replaced by an armored nim probe. Re-intubation of the patient intraoperatively, outside the standard procedure and under hazardous conditions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed by the rep that the complaint was double plication (pleading). The septic field rupture on open cervicotomy was the same event. The complaint stated that this kind of incident had happened before. It was clarified that an armed nim probe is an armored nim probe and they switched with a flex tube to reintubated the patient. Additional information received from rep stating that the standard practice for intubation is by using a stylet. The hcp use an adhesive band/strip to fix the tube during the procedure. After reintubation, the procedure was successfully completed. The patient is currently ok. Additional information received from rep stating that the standard practice for intubation is by using a stylet. The hcp use an adhesive band/strip to fix the tube during the procedure. After reintubation, the procedure was successfully completed. The patient is currently ok.